Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self test, error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty sensor resistor. Unable to complete functional test including occlusion test due to prime anomaly. No motor error alarms noted during testing. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized the day prior to call due to high blood glucose. Customer woke up with the high blood glucose in the 400's mg/dl and 200 mg/dl blood glucose reading at the time of call. Customer stated that the she could not bring her blood glucose down even after multiple infusion set changes and bolus deliveries. Customer went to the hospital per healthcare professional's instruction and was treated with manual injection for the high blood glucose. High blood glucose troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues. The device settings were correct. High pressure test was performed and it alarmed motor error. Motor error troubleshooting was performed and the insulin pump was able to complete the rewind process. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.